Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the stent was placed to treat a 4 cm malignant stricture in the hilar region due to cholangiocarcinoma. Reportedly, the patient¿s anatomy was tortuous and very tight. During the procedure, the stent was able to be deployed but the physician was unable to reconstrain and close the delivery system tip prior to removal through the deployed stent. Upon removal of the delivery catheter, the tip and about 15cm of the inner shaft detached. The physician attempted to remove the tip and the inner shaft with rat tooth forceps but was unable to remove it from the patient. Reportedly, the patient experienced pain after the surgery. There were no patient complications reported as a result of this event. According to the physician, the tip and the inner shaft will be removed at an unknown date. The patient's condition at the conclusion of the procedure was reported to be ok. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.